Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013, product event: summary: the proximal portion of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture while flexing in vivo. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned to the manufacturer and subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.